Event description:
In 2002, the patient was implanted with a vented electric left ventrucular assist device (lvad). In 2003 the hospital contacted the manufacturer stating during explant, upon transecting the aorta, an o-ring from the lvad was identified as being adherent to the aortic valve. It was later identified the o-ring came from the junction between the outlet portion of the lvad and the outlet elbow portion of the lvad. The lvad was removed as planned and the hosptial proceeded with the heart transplant with no patient incident.